Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the system was outside of use. It was reported that the exposure was not happening on the system. Upon troubleshooting, philips field service engineer (fse) visited onsite and confirmed the hard disk has low disk space. Fse cleared all old images and reset pc and its connection. The system was returned to use in good working order. Fse kept the system under observation and replaced the hard disk. After the replacement of hard disk, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was not able to expose, low disk space in hard disk drive. The system was in clinical use at the time of event. No harm was reported to philips. Philips has started an investigation of this complaint.